Event description:
The customer reported that the image quality was not good on this system. No pt injury was reported.

Manufacturer narrative:
The svc rep performed a basic pm check. He adjusted the tracking from 64, 74, 83 to 62, 72, 80. Line pair tool read the following-normal 1.2 mag 1 1.8 mag 2 2.4. After focus adjustment normal read 1.4, mag1 2.0 and mag2 2.3 (all within manufacturer's specs). System would get x-ray overtime and regulator fail when using high dose. The rep installed new batteries and tested system for proper operation. He also replaced the s-ram battery.